Event description:
It appears the cylinders were removed from the pt because the "product eroded through urethra-into urethral channel @ penis tip." Ams was expecting both cylinders to be returned, but only received one of them. Ams has requested additional info.